Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer went so low that the paramedics could not get a reading. The customer used food and was given glucose sticks and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer had a recent low on (B)(6) 2018 that led to hospitalization. The customer also had a recent lost sensor signal alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Harm code of loss of consciousness has been updated and given with this report . (B)(4).